Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when the keys were pressed. Further testing found contamination on the bottom of the touchscreen. The probable cause of the customer complaint was due to contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This repot represents all the info known by the reporter upon query by hospira personnel.